Manufacturer narrative:
The events of "granulomas" and "infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the cheeks with one syringe of juvéderm® volbella® xc and one syringe of juvéderm® voluma® xc. The patient experienced ¿granulomas¿ in the left cheek and infection. The ¿granulomas¿ have not been confirmed via biopsy. The patient was prescribed clarithromycin about 5 months after the injection date. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00211 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma® xc, also a device manufactured by allergan.